Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: heartmate 2 lvad, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was presented to the emergency department (ed) with several days of increased shortness of breath, malaise, decreased appetite, fever, chills, nausea, and there was a concern for bacteremia. Blood cultures found (B)(6) and (B)(6) in cultures. A transesophageal echocardiogram (tee) revealed small vegetation on the right ventricular lead and a soft left atrial appendage thrombus was suspected. The patient was treated with antibiotics. The implantable cardioverter defibrillator (ICD) system was removed and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.